Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes there was continued post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.